Event description:
Additional information reported the catheter was cut halfway between the pump and catheter tip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8575, lot # j12220r, implanted on: (B)(6) 2005, explanted on: unknown, catheter model # 8709, lot # j0177964r, implanted on: (B)(6) 2001, explanted on: unknown. (B)(4).

Event description:
A confirmed catheter fracture was reported. Per the reporter during a pump replacement due to normal battery depletion they decided to do a catheter dye study and the catheter was fractured. The catheter and the pump were replaced. It was reported that patient was not having therapy issues but takes oral pain medications. The pump was used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.